Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they experienced high blood glucose of 560 mg/dl due to bent cannulas. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and was advised to change their sets. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer did not return the product back for analysis.